Manufacturer narrative:
Product return for evaluation may not be possible. The clinical specialist communicating with distributor to determine extent and cause fo reported condition. On 9-14-06: no response to repeated requests for ventilator status.

Event description:
Distributor reported that their customer's ventilator showed high drop in delivered pressure and there were a03 and a06 error messages. Distributor examined unit, made adjustments to the exhalation block, and ventilator then worked to specifications. Customer later contacted distributor and reported that ventilator worked for 2 or 3 hours and then pressure drops again (from 26 cm to 6 cm h2o) when in cmv. In CPAP mode, there are no problems reported.